Event description:
Customer complaint - limited data available. "Customer review complaint: is giving me readings that are very off from my cgm or from lab tests. Today I tried to test it against a fasting lab test just a minute apart, this meter showed me 124 mg/dl, and my lab result came back at 96 mg/dl and my cgm showed 98 mg/dl."

Event description:
Customer complaint - limited data available. Customer noted that their readings were very off compared to their cgm and other lab results.